Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's boyfriend called to report customer's death. Caller stated that customer had the flu and the blood glucose readings were high. Customer had a hard time bringing the high blood glucose readings down. Customer was wearing the insulin pump at the time of her death. Nothing further reported.